Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and found the ventilator operating correctly. The customer stated he had changed the exhalation flow sensor. Ventilator operating to correct specifications.

Event description:
The customer reported that while in patient use the ventilator was auto cycling. After replacing the gas delivery engine, the ventilator is still auto cycling.